Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer also experienced occasional low blood glucose levels of 47 mg/dl at the lowest, which the customer addressed by consuming carbohydrates. The customer indicated that the cause of the low blood glucose levels were unknown; however indicated that it was not related to the pump or supplies. Reportedly, the customer continued to use the pump for insulin therapy.